Manufacturer narrative:
(D4) catalog number: 320-46-03, serial number: (B)(6), expiration date: 02-jun-2025, unique identifier (UDI) #: (B)(4). (G4) PMA/510(k)number: k063569. (H3) the revision reported may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation followed by dislocation. However, this cannot be confirmed as the devices were not returned for evaluation and x-rays were not provided. (H4) device manufacture date: 04-jun-2020 section h11: the following sections have corrected information: (d11) concomitant device(s): 300-30-06, 6591180 - equinoxe preserve stem 6mm. 320-02-46, 6480692 - 46x21mm glenosphere high moment arm. 320-10-00, 6623446 - equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Pending evaluation concomitant device(s): 300-30-06, 03066166 - equinoxe preserve stem 6mm +0 adapter tray. 320-02-46, 292248010 - 46x21mm glenosphere high moment arm.

Event description:
It was reported the liner disassociated from the humeral tray causing the (B)(6) male patient's shoulder to dislocate. The surgeon revised the left side glenosphere to a 42+4. Patient was last known to be in stable condition following the event